Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The patient's mother went to check on the patient around 1:00am to find him having a seizure from a hyperglycemic event. The patient's mother called the paramedics and administered the patient with glucagon before they arrived. By the time the paramedics arrived, the patient had recovered. They patient was looked over by the paramedics and the did not require further treatment. The patient did not go to the hospital. At the time of contact, the patient was doing fine. There was no allegation against the dexcom system. The patient's mother stated that at the time of event, the continuous glucose monitor (cgm) was not turned on. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.